Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. Diagnostic showed high and low impedances. The issue was resolved with replacement of both leads. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing reference number: 33006705815-2023-02906. It was reported that following several falls, the patient experienced ineffective therapy. Troubleshooting revealed high and low impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.